Manufacturer narrative:
(B)(4).this complaint for a system error 2240 was not confirmed due to the lack of a sample; therefore, the assignable cause was not determined. The lot information was unknown; therefore a batch review was not performed. Similar reports have been received by baxter. The root cause investigation is in progress through renq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded. A follow-up report will be submitted upon the completion of baxter's investigation.

Event description:
A patient contacted global technical services (gts) regarding assistance with a system error 2240 while using the homechoice (hc) during the patient's therapy, in day drain 1 of 1. The patient explained he was running late and thought he had connected before pressing "go" to start, but was not sure. Gts had the patient close all the clamps to cycle power twice, clearing the error. The patient was unable to setup the hc on his own, and elected to have the caregiver setup the hc later. The patient stated they would call baxter for bypass assistance for the day exchange. Gts advised the patient to let their dialysis nurse know of the error. Product surveillance contacted the patient who explained that everything was fine. The patient did not recall what happened initially, but stated he was able to resume therapy after starting over with new supplies. No injury or medical intervention was reported.